Event description:
The report received from the sales representative indicated that the 7x10 110 cm opta pro f5 balloon ripped in the sheath during removal. The balloon had burst during inflation at 14 atmospheres (atm). The 6f terumo sheath was kinked. The balloon had already ruptured in the vessel from the proximal end, so it was like pulling a parachute full of contrast through a kinked sheath. The device was not fully deflated before attempting to withdraw the device from the patient. The device was not removed easily from the sheath. It was also a 7 x 10 pta catheter, ¿so its size compounded the problem¿. The balloon was found torn into at least two pieces. The catheter remained whole. The separation occurred right at the arteriotomy. A hemostat was used to remove the separated segment. The arteriorotomy was from the procedure that had just completed. A dissection did not occur. There was no patient injury reported. The patient is ¿doing great¿ and the ¿case was a success.¿ the device and sheath will be returned for analysis. The device had been used for post-dilatation of a lesion located in the mid-distal superficial femoral artery (sfa). The lesion was calcified and had a rate of 70% in-stent (unknown stent) restenosis (isr). The lesion was not a chronic total occlusion (cto). The access site was located at the common femoral artery. The access site was extremely calcified, tortuous, and possibly through a mature graft. An antegrade approach was used. The device had been inserted into the patient one time. The balloon had been inflated two or three times. The device was stored, inspected, and handled according to the IFU. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks noted prior to inserting the product into the patient. The device prepped normally. An approximate 50:50 contrast to saline ratio was used. A bard inflation device was used successful with other devices. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve. There was difficulty advancing the balloon catheter through the vessel at the sheath. There was no difficulty crossing the lesion. The sheath and catheter were in an acute bend. The shaft did not burst. The balloon did not seem to ¿stick¿ to the stent. The balloon catheter did not kink during use. Towards the end of the case, all devices had issues travelling through the sheath. Procedural films are not available.

Manufacturer narrative:
Complaint conclusion: the report received from the sales representative indicated that the 7 x 10 110 cm opta pro f5 balloon catheter (bc) ripped in the sheath during removal. The balloon had burst during inflation at 14 atmospheres (atm). The 6f sheath was kinked. The balloon had already ruptured in the vessel from the proximal end, so it was like pulling a parachute full of contrast through a kinked sheath. The device was not fully deflated before attempting to withdraw the device from the patient. The device was not removed easily from the sheath. It was also a 7 x 10 pta catheter, ¿so its size compounded the problem¿. The balloon was found torn into at least two pieces. The catheter remained whole. The separation occurred right at the arteriotomy. A hemostat was used to remove the separated segment. The arteriorotomy was from the procedure that had just completed. A dissection did not occur. There was no patient injury reported. The patient is ¿doing great¿ and the ¿case was a success.¿ the device had been used for post-dilatation of a lesion located in the mid-distal superficial femoral artery (sfa). The lesion was calcified and had a rate of 70% in-stent (unknown stent) restenosis (isr). The lesion was not a chronic total occlusion (cto). The access site was located at the common femoral artery. The access site was extremely calcified, tortuous, and possibly through a mature graft. An antegrade approach was used. The device had been inserted into the patient one time. The balloon had been inflated two or three times. The device was stored, inspected, and handled according to the IFU (instructions for use). There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks noted prior to inserting the product into the patient. The device prepped normally. An approximate 50:50 contrast to saline ratio was used. The inflation device was used successfully with other devices. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve. There was difficulty advancing the balloon catheter through the vessel at the sheath. There was no difficulty crossing the lesion. The sheath and catheter were in an acute bend. The shaft did not burst. The balloon did not seem to ¿stick¿ to the stent. The balloon catheter did not kink during use. Towards the end of the case, all devices had issues travelling through the sheath. Procedural films are not available. The device and sheath were returned for analysis. One non-sterile unit of opta pro f5 7 x 10 110cm bc was returned. The distal section of the balloon was found separated. A non-cordis sheath introducer and an unknown guide wire were returned with the device. A leak test could not be performed due to the balloon condition. A functional test could not be performed due to the device condition. Dimensional analysis for od proximal seal was performed and the od proximal seal was found within specification. Per sem analysis the external surface presented evidence of scratch marks that could be related to the balloon separation. Also the separated inner lumen surface presented evidence of elongations at the surroundings areas of the separation. Elongation is a common characteristic of the device being stretched or pulled until separation. Stretching/ pulling could be related to these separation characteristics. A device history record (DHR) review of lot 15752684 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event reported by the customer ¿pta system- withdrawal difficulty-through guide/sheath could not be confirmed as a functional test could not be performed and od proximal seal was found to be within specification. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (calcification and a rate of in-stent restenosis of 70%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The gender of the patient is unknown. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.